Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7075440/7076889.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also stated that the remote control would not communicate with the ipg. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned.